Manufacturer narrative:
Additional information: d10, h3, h6, h10 per analysis update. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high pacing lead impedance and high capture threshold. The right ventricular lead was capped and replaced on (B)(6) 2020. The patient was discharged post procedure.